Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary-the complaint device was received at the service center and evaluated. It was reported that the pressure cannister was overfilling. Per service report, the reported issue was not duplicated during evaluation, therefore this complaint cannot be confirmed. Although, moisture was found inside internal pressure tubing. Replacement of main pcb assembly and pressure tips were required to make the device fully functional. However, since the customer rejected the work estimate, the device was neither repaired nor restored to the specifications. It was disposed of. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. With the available information, we cannot determine the root cause of the other identified failures. A manufacturing record evaluation was performed for the finished device serial number (g25a21610), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported by the sales rep that she was not present at the time of the event. However, she believed that the event would have occurred during an arthroscopic shoulder surgery but the exact date was unknown. She also reported that the pump had been swapped out to avoid surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the fms vue pump was having ongoing issues with the pressure cannister that was overfilling. As per the affiliate when ever this has occurred the unit has been swapped out for a replacement, the unit has been sent for calibration and repair. No patient consequence and no surgical delay was reported.